Manufacturer narrative:
Concomitant medical products: product ID: d-evprop2329us, lot #: 0010182735, ubd: 19-mar-2022, UDI#: (B)(4). Product analysis: the valve and delivery catheter system (dcs) were not returned therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, when the wire crossed the valve, heart block was noted. During implant, while the valve was 80% deployed, elevated st and dampened pressure were noted and act (activated clotting time) was over 300. The right coronary artery (rca) showed distal blockage and the rca was unable to be accessed with the valve at 80% deployment. The valve was recaptured and moved to the descending aorta and cardiopulmonary resuscitation (CPR) was begun. The rca was crossed and opened with wire and balloon and a thrombectomy was performed. Subsequently, the patient passed away.

Manufacturer narrative:
Additional information was received indicating that the patient had complete heart block. Per the physician the distal right coronary artery (rca) blockage was caused by a thrombus. Per the physician the cause of death was the thrombus. Patient codes in section h6 were updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. Conduction disturbances, such as complete heart block (chb), are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the limited information available, but heart block was noted prior to implant of the valve, so patient condition was a likely cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the limited information available. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And / or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Although a conclusive cause could not be determined from the limited information available, per the physician the occlusion was caused by a thrombus. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Per the physician, thrombus was the cause of patient death and that the valve did not cause or contribute to the death. This event does not indicate device misuse or malfunction. Trends for these event types are assessed and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.